Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 32 mg/dl at the time of incident and other blood glucose level was 36 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with food for high blood glucose. Customer reported that the insulin pump was on auto mode at the time of incident. The device will not be returned for analysis.